Event description:
It was reported during an initial implant procedure on (B)(6) 2022 that the right ventricular (rv) lead had high pacing impedance. The patient was stable throughout the procedure. Further information was requested but not received.

Manufacturer narrative:
The reported event of high pacing lead impedance was unconfirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Corrected data: g3.